Event description:
It was reported the device was leaking. No patient injury reported.

Event description:
It was reported the device was leaking. No patient injury reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface DHR review was done, no issues related to the original complaint were found.